Event description:
It was reported that "during the case, measured with depth gauge and then opened screws and they were all too long, then tested depth gauge off k-wire. Depth gauge measured 5mm too long (depth gauge read 90mm but only 85mm were sticking out of depth gauge."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental.